Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of stapler. There were no visual or functional abnormalities observed during the product analysis. There were no missing components and the reloads sat properly in the stapler. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, a component disengaged from the device, the reload was not deployed firmly and there was abnormal slight movement from the cartridge and body. There was no patient involvement in this case.